Event description:
It was reported that prior to insertion in the ICU, the user noticed that part of the guide wire was twisted and extended. Despite the damage, the guide wire was inserted to avoid a delay in treatment. The procedure was successfully continued. There was no reported pt complication, injury or death.

Manufacturer narrative:
(B)(4). Additional info: the product is not sold in the us. The 510k provided is for a similar product that is sold in the us.